Event description:
It was reported that the ilet pump¿s touchscreen was cracked, after which the pump was no longer functional and no longer watertight, and a replacement was arranged. Symptoms included no reported impact to blood glucose. Outcomes included device replacement and patient guidance to back up therapy and continue glucose monitoring with a compatible cgm app or receiver. Investigation included review of the complaint details and coordination of device return logistics and inspection of returned device. Investigation of this device revealed physical damage to the touchscreen consistent with a broken display component resulting in loss of device function and compromised enclosure integrity. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to external impact.

Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."